Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while testing the device, a emt attached limb leads to his legs and could feel a shock. Another emt placed ECG leads on his chest and could feel his muscles twitching.